Event description:
After placement into the patient, there was no image coming from the ivus catheter. The catheter was removed with no harm to the patient. Manufacturer response for catheter, volcano refinity rotational ivus catheter st (per site reporter) product handled by site.